Event description:
Patient to get a stereotactic biopsy. After putting the device into place within the breast, the md proceeded to engage the vacuum and take biopsy samples. However, cores were not present in the basket. Either the handpiece or the vacuum itself malfunctioned. Device was taken out of patient's breast. Procedure had to be started all over again with new handpiece and vacuum.